Event description:
Tampons break apart [device breakage] . Case narrative: consumer reported via social media that the tampons break apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.